Event description:
There were no reports of ;patient harm. However, no additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, g4, h2, h3, h4, h6, h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope was not connecting properly to the video processor due to air hose not connecting to ethylene oxide (gas) valve and leakage instrument channel. However, the most probable cause for e216 scope communication error was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was not connecting properly to the video processor. The issue occurred during inspection for use. There was no patient involvement.